Manufacturer narrative:
The customer evaluated the device and verified the reported failure. The customer has placed an order for a replacement therapy connector assembly and once proper device operation was observed through functional and performance testing, the device will be returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that the connection through the therapy connector assembly on their device is intermittent and would not always detect a patient connection. Without this connection, the device would not have the ability to deliver defibrillation energy. There was no patient use associated with the reported failure.